Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter would not drain. As a result, the catheter was replaced. After the device was replaced, urine drained successfully.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter allegedly, would not drain. As a result, the catheter was replaced. After the device was replaced, urine drained successfully.

Manufacturer narrative:
Received tsc catheter. The reported event was unconfirmed, as the problem could not be reproduced. A visual inspection was conducted and no visual defects were noted on the returned catheter. The functional testing was conducted as follows: inflated balloon with 10cc water and administered flow rate testing. While inflated, the flow rate was 160ml/min, 160ml/min and 155ml/min. The internal flow specification for a sample of this product type is 100ml/min minimum; therefore, the sample met the internal flow rate specifications. Water was introduced through the drainage eye and came out from the drainage funnel without difficulty. Unable to duplicate the reported event. The catheter was dissected and no conditions were found that could have contributed to the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "never inflate a balloon without first establishing urine flow which assures that the catheter is in the bladder and there are no obstructions to urine flow..." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter allegedly, would not drain. As a result, the catheter was replaced. After the device was replaced, urine drained successfully.